Manufacturer narrative:
Correction to fields d4 lot number and expiration date.

Event description:
It was reported the patient received the following results within 15 minutes: 190 mg/dl on the guide me system, and 103 mg/dl on a professional meter.